Event description:
PICC line inserted x2. First rt cephalic vein 4 french on 1/22. No 1/24 presented to clinic. Pale hue 4-6 1/4 inch tender above site. No heat, no coordinated arm circulation above 1/4". 1/27 visiting nurse reported blanching pink along vein with IV push fortaz. Diluted next dose and no blanching but still had tenderness. After tobramicin infused could not irrigarte line. Returned to hosp. On 1/27 for new PICC insertion #3fr inserted in left midarm vein. 1/29 presented with redness 4 1/2" above insertion 1 1/2" wide. Also after tobranycin infused could not irrigate PICC. Vein tender. 1/30 PICC removed and sent for cts.